Event description:
Laparoscopic cholecystectomy - "the procedure was performed at (B)(6). While using the gelpoint product, the surgeon found a black foreign substance in the patient's abdomen. The hospital wants to know if that substance came from the gelpoint product used. If so, they want to have the investigation report. The hospital request the return of the gelpoint product used and the black foreign substance for further internal investigation."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.